Event description:
It was reported that patient presented for follow up in clinic. It was noted that left ventricular lead exhibited failure to capture. A x-ray was performed and found that lead has dislodged. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.